Event description:
Severely delayed young girl came in last month for placement of a PICC line, as she had recently developed a problem requiring bowel rest for 10-12 weeks. Therefore, child will be receiving long term tpn. She returned eight days later due to the end cap of the PICC breaking from one of the ports. When questioned the parents did not know how it happened except stated that patient moves a lot and therefore may have banged it on something. On their way to hospital the 2nd one fell off too. They had to insert a "tunnel" line. The PICC was replaced and parents given instructions about keeping ends wrapped when not in use. Parents very attentive and agree to plan. Subsequently two days later, the hospital was notified by angiodynamics that the product was being recalled. The product in house was checked and there were no affected lot numbers in house. Upon hearing of these incidents, we decided to pull all lots of the item and bring another product in. The family then notified the hospital the 3rd line failed as well. They had to insert a "tunnel" line.manufacturer already recalled all devices and lots and are not manufacturing the product anymore. Per records, the child required fourth outpatient procedure at another facility due to difficult flushing the port on the third PICC line that was placed at original facility.